Event description:
The customer contact reported a separation. The tubing set was to be used to deliver an unspecified volume of normal saline, at an unspecified rate, via a plum pump. After an unspecified length of time after the tubing set was primed, it was reported that the tubing separated from an unspecified location of the pre-pierced y-site of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. During the investigation, no possible causes for the customer reported separation were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.